Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an impact to the head following a fall on (B)(6), 2013 and subsequently experienced a haematoma over the implant site on(B)(6), 2013. A scan (type not reported) revealed the magnet had dislodged (specific date not reported). The patient underwent revision surgery to replace the magnet and reposition the implant on (B)(6), 2013.